Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2017 with the following findings: during investigation, the black box showed a loss of prime warning associated with a low non zero force. An ez-prime and 24 hour duration test were successfully completed with no loss of prime warning being duplicated. The force sensor measurements were within specification. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and the force sensor pins were seated and the solder connection was intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture found. There was an unidentified force low observed in the black box. The force sensor calibration passed within specification. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose (bg) of 500 mg/dl with fruity breath, fatigue, extreme thirst, excessive urination, nausea, blurred vision, dizziness and lightheadedness associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, (cts) it was revealed that the patient was over/under cycling the cartridge and was not storing the cartridge at room temperature causing the loss of prime issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.